Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins is giving the patient electric jolts/stinging at the unit it started yesterday. The patient thought they might be imagining things but it has been steadily shocking/sting the patient there. The patient turned it off and said it was way too annoying. The patient said this is an old unit. No further complications were reported.